Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no report of patient impact.

Manufacturer narrative:
Investigation: the customer provided 3 photos for investigation. The photos show white particles within the broth. This complaint is confirmed. DHR was performed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A search for previous complaints on this batch returned 7 additional complaints for foreign matter/impurities. Complaint trending was performed and no trends were identified associated with this defect at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no report of patient impact.